Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, system the drawer was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer identified in auxiliary drawer four, where pocket b3 was found to be unrecoverable due to poor communication through the retractor band cable. The faulty cable was replaced. After the replacement, the system was tested and confirmed to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.